Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, a small piece broke off end of trocar, fell into patient tissue cavity, and was retrieved. There was no tissue damage or injury. No bleeding. There was a delay of 1 hour looking for the needle, having to suture from below, and bringing in x-ray. Opened another trocar and it worked fine.